Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The instrument was producing errors related to the integrated multisensor technology (imt) system. The cse evaluated the imt module, cleaned the rotary valve, replaced the sensor, and performed an auto-alignment. The cse verified that the instrument was operational by running a diluent check and quality controls and results were acceptable. The cause of the discordant sodium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and resulted lower and within the customer's normal range. It is unknown if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.